Manufacturer narrative:
Pending device return and evaluation.

Event description:
An equinoxe humeral stem, primary, press-fit, 11 mm that had been used in surgery was inadvertently reworked. The device was sterilized and subsequently shipped for distribution.

Manufacturer narrative:
After further review of additional information received the following sections a1, d4, d10, g1, g5, g7, h1, h2, h4 and h6 have been updated accordingly. Section h3: per review of all the available information, the most likely underlying cause/root cause: the shipping/employee did not follow procedure when receiving the specific item. This device is used for treatment not diagnosis. Section(s): no information a2 thru a6 not patient involvement.

Event description:
It was reported that a device that had been used during a surgery was returned to the manufacturer due to "not fitting" during trialing, a different size was required for proper fit. Upon return to the manufacturer, the device was inadvertently processed with another expired device undergoing rework per wo (B)(4). This complaint was opened as part of the field action. This device was shipped; however, it was not distributed into the market.